Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported decrease in pump flow to 0.0 liters per minute (lpm), which resulted in a low flow alarm. Although a specific cause could not be conclusively determined through this evaluation as heartmate (hm) 3 left ventricular assist system, serial number: (B)(6), was not returned, based on complaint history and similarly reported events, the sudden decrease in flow appeared consistent with material, such as a thrombus, being ingested into the pump. Additionally, a direct correlation between (B)(6) and the reported ventricular tachycardia (vt) could not be conclusively established. The first controller event log file contained relevant events from 20mar2023 through 22mar2023 and captured a sudden decrease in estimated flow to 0 lpm, which activated a low flow hazard alarm. The second controller event log file contained relevant events from 22mar2023 following the reported controller exchange. Estimated flow remained at 0 lpm throughout the data despite changes in the pump speed. Multiple attempts were made to obtain the return status of the pump and tracking information from the customer; however, no further information was provided, and the pump has not been returned to date. If hm 3 lvas, serial number: (B)(6), is returned at a later date, this investigation may be reopened to include the evaluation of the device. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters and states that device flow and power generally retain a linear relationship at a given speed. This section further explains that an occlusion of the flow path decreases flow and causes a corresponding decrease in power. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Section 6 of the IFU, ¿patient care and management¿, also lists thromboembolism and arrhythmia as potential late postimplant complications. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had their pump flow drop to 0lpm at which time the patient had ventricular tachycardia (vt). The patient was admitted for vt ablation after receiving multiple implantable cardioverter-defibrillator shocks following this, the patient had a controller exchange. Because there was a confirmed thrombus, an emergency pump exchange was performed on (B)(6) 2023. The procedure was successful, the patient had no arrhythmias post-operatively. The pump will be returning for evaluation. A review of the log file revealed that a low flow flag occurred on (B)(6) 2023 at 101:47 followed by a low flow alarm at 1011:57 and the pump flow dropping to 0 lpm. The pump flow remained at 0 lpm until the end of the log file. The driveline was disconnected at 1026:52.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.